Manufacturer narrative:
The customer reported that the transmitter got very hot at the battery compartment. The customer was provided with an exchange device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter got very hot at the battery compartment.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter got very hot at the battery compartment. The unit was cleaned and evaluated. The reported problem of unit is getting very hot at the battery compartment could not be duplicated through testing, trouble shooting and extended operation of the device. . Review of the device history indicates no previous cnd status. The unit was tested per the operator's manual and the results were recorded on the maintenance check sheet. The unit operates to manufacturer's specifications. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per the nkc investigation is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.